Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external abrasions breaching the outer insulation at 9.9 ¿ 11.3 cm from the distal tip and 16.5 ¿ 16.7 cm from the distal tip breaching the outer insulation. The abrasion was consistent with exposure to friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.